Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The totally occluded target lesion being treated was located in the right superficial femoral artery (sfa). An unspecified hydrophilic guide wire was advanced via the right popliteal artery and into the subintimal plane of the sfa. The lesion was predilated with a 5mmx10cm non-bsc balloon catheter. An offroad re-entry system was then advanced to the re-entry point in the sfa, however there was difficulty visualizing the offroad balloon. The offroad device was repositioned and inflated for a second time to 12 atms when the balloon burst. The device was removed intact. The re-entry procedure was completed with an unspecified hydrophilic guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).